Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - increased shock impedance was noted and the patient was admitted to the hospital on (B)(6) 2013 for a lead revision. A loose setscrew was noted and taken care of, along with adding 2 more sutures to help with fixation of the lead. Impedance is now stable and the patient was discharged home on (B)(6) 2013.